Event description:
It was reported that the (1) tsw 45 was used during a laparoscopic appendectomy procedure. It was reported that the gun locked up after firing and the surgeon had to forcibly open it. The lot # was taken from the product stocked on the shelves. It was not reported how the case was completed or what the pt consequence was. 09/03/1999 rep responded: there was no adverse pt dutcome, the surgeon continued onward with the devices using a kleppinger to seal the bleeding; the surgeon was a frequent user and the products were out of their original packages.